Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was dislodged. During preparation, they observed that the hemostatic valve was dislodged. The vizigo¿ sheath was replaced, and the procedure was continued. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. The device was inspected, and the hemostatic valve was found correctly in its place. An irrigation test was performed, and water leakage was observed from the handle. Then, the handle was opened, and the origin of the leakage was found. For this condition, a manufacturing investigation was requested, and the device was inspected using a borescope. The damage to the lumen was noticed at the area where the device was kinked near the proximal end and it was concluded that this issue is not related to the manufacturing process since evidence of proper assembly was found. A device history record evaluation was performed and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The customer complaint cannot be confirmed since the hemostatic valve was found in its place and in good condition. The root cause of the shaft broken inside the handle cannot be determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was dislodged. During preparation, they observed that the hemostatic valve was dislodged. The vizigo¿ sheath was replaced, and the procedure was continued. The procedure was completed without patient consequence.